Manufacturer narrative:
Concomitant medical products: product ID 4195-88 lead, implanted: (B)(6) 2010. Product ID 5076-45 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed non-sustained ventricular tachycardia episodes that appeared as noise in the past. The lead was capped and replaced. It was further reported that during the rv lead revision, it was noted that the blue deployment sleeve of the left ventricular (lv) lead appeared to be separated from the lead in the scar tissue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously capped right ventricular (rv) lead has now been extracted / removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.